Event description:
It was reported during inspection at the distributorship, a hair-like substance was found within the sterile packaging. There was no patient involvement.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.